Event description:
It was reported that during an implant attempt, the lead was repositioned several times after it dislodged. It was noticed under fluoroscopy that the helix was not fully extending. The lead was removed and tissue was found on the helix. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the inner tubing kinked/buckled, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead appeared damage at implant.